Event description:
Reporter alleged obtaining a discrepant blood glucose value of hi (greater than 600 mg/dl) back to back with a result of 230 mg/dl, when testing was performed with 10 mins on the aviva system. Reporter stated that at a different time, she obtained other results of 517 mg/dl, 547 mg/dl, 220 mg/dl, and 203 mg/dl, back to back within 10 mins on the same system. No actions were reporting taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated she no longer has the strips and so no product was returned for evaluation.